Manufacturer narrative:
G4: 14apr2020. B4: 15apr2020. The gas delivery system (gds) assembly was returned to failure investigation for evaluation. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The gas delivery system (gds) assembly was installed in the fi test ventilator in an attempt to duplicate the issue. It was determined that the out of specification u1 on the air flow sensor printed circuit board assembly (pcba) created the air flow accuracy, o2 flow accuracy and o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. The field service engineer(fse) confirmed the issue while the customer was performing performance testing. The customer replaced the flow sensor to resolve the issue.

Event description:
The customer reported that the ventilator failed oxygen flow accuracy test. The ventilator was not in use on a patient at the time of the event occurred.